Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The functional/display check failed. Dim display; the inverter board transformer is shorted; there was evidence of burn; replaced with a known good inverter board and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis nurse requested technical support when a peritoneal dialysis patient who was in training on a cycler encountered a blank screen. The patient attempted to troubleshoot by turning the cycler off and on, but only the stop/ok button would light up. A replacement cycler was arranged. Additional information was solicited.